Event description:
--

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis of the device memory confirms that therapy was available at the time of explant. It is concluded that the operation of the device in safety mode was a result of memory corruption; however, the cause of the memory corruption could not be determined. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that interrogation of this device revealed it was safety mode. The device was explanted without further incident. No adverse patient effects were reported.